Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked parenteral nutrition (pn) from an unspecified location. This was observed when the (silver overpouch) bag was opened, prior to patient use. There was skin contact with the spilled pn solution on customer's hands; however, the hands were washed thoroughly with soap and water with no further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the actual device was received for evaluation. The actual device was visually inspected, and the leakages were not easily identified. Functional testing was performed on the actual sample, and there were no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.